Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported event.

Event description:
During a cardiomems implant with internal jugular approach, there was difficulty accessing the left pulmonary artery using a pa wedge catheter and a v18 guidewire. A j wire was then used to access the left pulmonary artery with success. The v18 was inserted again at that point. The cardiomems delivery system was used to place the sensor without issue. Once the sensor had deployed, but with the guidewire still in place, the patient coughed. The sensor did not move, and the patient continued coughing. The sensor was calibrated without issue. Due to the continued coughing, the patient was checked for hemoptysis, and frank blood was noted on gauze. The patient continued to cough, and suction was applied. At that point, the patient began to experience continuous hemoptysis requiring suction. The patient was ultimately intubated and transferred to interventional radiology for a bronchoscopy and embolization. The source of the bleeding was not located and the patent passed away.